Manufacturer narrative:
A fracture was noted at 76.5cm from the connector pin. This fracture is consistent with the observation from the field of high lead impedance.

Event description:
It was reported that the left ventricular lead exhibited high impedance. All other electrical measurements were in range. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.